Event description:
Healthcare professional reported capsular contracture grade unknown. This record is for a right side. Device remains implanted.

Manufacturer narrative:
Clarification d.6a - partial date of implant, 2016 was reported. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.